Manufacturer narrative:
Follow-up #1: date of submission 12/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/02/2015 with the following findings: investigators were unable to duplicate the under-responsive ok, up and down buttons complaint. During testing, the buttons responded appropriately and the keypad cover appeared intact. However, rust and corrosion were observed inside the battery compartment. A leak test was performed and failed due to battery compartment leak. The pump was opened up and evidence of moisture was found on the keypad flex. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was alleged that the up arrow, down arrow, and ok keypad buttons were under responsive. There was reportedly moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.